Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 4 bd ultra-fine¿ 3/10ml insulin syringes experienced hub separation from the device. The following information was provided by the initial reporter: the needle with the shied was separated from the syringe when the shield was removed.

Event description:
It was reported that 4 bd ultra-fine¿ 3/10ml insulin syringes experienced hub separation from the device. The following information was provided by the initial reporter: the needle with the shied was separated from the syringe when the shield was removed.

Manufacturer narrative:
H.6. Unable to perform complaint lot history check for needle hub separates due to unknown lot number. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to the batch being unknown, no DHR review can be completed. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. H3 other text : see h.10.